Event description:
International customer reported that the device inflated with air upon initial activation. The customer opines an air leak. The device was exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.